Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the werewolf rf 20000 controller powered down during set up or inspection for an unknown procedure. The procedure was completed with a smith and nephew back up device. No patient injury, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a scratched lid and impact damage on the bezel. A functional evaluation revealed on power up, immediately on first splash screen the alarm tone is heard and the screen goes blank after about 10 seconds. The unit was opened and found no issues. The complaint was verified and the root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the display ribbon cable or touch screen display.